Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating there was not patient harm.

Event description:
An inventory management specialist reported that during an intraocular lens (iol) implant procedure, the rod was under the lens. There was patient contact but no patient injury post-op. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The lens was returned outside the device. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. A broken haptic is observed in the tip of the nozzle. Iol returned outside the device in the carton. Solution is dried on the iol. One haptic is broken/torn. We are unable to determine the root cause for the reported complaint "rod was under the lens". The lens was returned outside the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. A broken haptic was observed. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscoelastic device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating there was not patient harm.